Event description:
Left leg intervening with stenting. Glidewire advantage was difficult to remove when used on a peripheral vascular case. An extra amount of force was needed to remove the wire from the pt. Part of the device may have been left in the pt.